Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Possible noise seen on rv iegm in hmsc recording and in person. In person rep reported that it looks similar to t-wave oversensing, but they will try isometrics and postural testing to try and recreate the noise seen in hmsc recordings. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.